Manufacturer narrative:
Evaluation: results: cap piercer. (B)(4).

Event description:
Customer reported to beckman coulter, inc (bec) that there were some fluids on the platform that holds the unicel dxc 600 synchron system cap piercer air regulator. Customer reported that there were more fluids at the base or the area to the right of the cap piercer. Customer reported that there were only a few drips of material on the right side of the cap piercer. Customer reported that the liquid had a ph of approximately 6.5. Customer reported that there was a hydro leak earlier. Customer reported that the hydro leak may have been waste. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) removed and replaced the cap piercer.